Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The main board was replaced to reduce the probability of reoccurrence; further testing of the main board was unable to duplicate error. The main board was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "hv charger test capacitor not holding charge" message. Complainant indicated that there was no patient involvement in the reported malfunction.